Event description:
The customer reported that the system locked up and froze during use requiring multiple reboots to regain functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu fan was evaluated and replaced. The system was tested and found to be working as intended and returned to service.